Manufacturer narrative:
The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter read inaccurately high in comparison to his feelings or normal results. The complaint was classified based on customer care advocate (cca) documentation. The patient reported that on (B)(6) 2015 at 03:45pm he obtained results of "329 and 463mg/dl." The patient manages his diabetes by self-adjusting his insulin doses and skipped his usual dose of medication in response to the alleged issue. The patient claimed that at 08:00pm on (B)(6) 2015 he developed symptoms of "sweaty and fatigue" and that at 11:20pm the emergency medical services were contacted who performed a blood glucose test on the patient which gave a result of "50mg/dl" and he was subsequently treated with IV glucose. During troubleshooting the cca noted that the meter was set to the correct unit of measure and the test strips had not expired. Replacement products were sent to patient. This complaint is being reported as the patient suffered symptoms suggestive of a serious injury and subsequently received medical intervention from a healthcare professional after the alleged meter issue occurred.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The test strips were found to have results greater than 50% of the mean over the higher control solution range when tested with control solution. A secondary issue was also noted; the test strips were found to have shelf life exceeded. Finally, a tertiary issue was noted where the test strip vial label was discoloured but still legible. Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to contain more moisture than expected from normal use (as per product labelling). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.